Manufacturer narrative:
Tracking #.48768. D6; h4: info not available, device not returned for analysis.

Event description:
It was reported the er220 was used during a laparoscopic low anterior resection. It was reported by the affiliate the clip dropped from the jaw. The clip did not fall into the pt. There was no consequence to the pt.